Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was 119 mg/dl. As the customer did not have additional cartridges available, backup method of insulin delivery would be used. However, the customer indicated that a new cartridge would be installed upon returning home.